Event description:
It was reported during a hysterectomy procedure that the distal part of the active blade came apart. Had to retrieve the broken section of the blade. There was no adverse patient consequence.